Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of the admission was over 500 mg/dl. Customer stated she is brittle. It was reported that the customer had a recent surgery in may; customer is regularly hospitalized. Customer was wearing the insulin pump at the time of hospitalization. It was stated that the customer was taken off the insulin drip and reconnected to the insulin pump but she was unable to deliver insulin and blood glucose was over 500 mg/dl again. It was found that the date and time are not correctly set up. It was stated that the customer will disconnect from the insulin pump until they can get the blood glucose to go down and get the settings. Nothing further reported.